Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician encountered resistance and was unable to advance the coil. The physician then attempted to retract the ruby coil from the microcatheter but was unsuccessful. Therefore, the microcatheter containing the ruby coil was removed and the procedure was successfully completed using a new microcatheter and nine new ruby coils. It is unknown whether the physician used a rotating hemostasis valve (rhv) or maintained a continuous flush throughout the procedure. There was no report of an adverse effect on the patient.